Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. Upon evaluation, resistor r84 was broken on the defibrillator board. The cause for the pulse test failure is the damaged resistor. With an open connection at the resistor, the current from the fired pulse was directed through the pulse current circuit and shorted u901 (quad micro-power op-amp buffer), u905 (a/d converter), and the +5v power supply. The root cause for the broken resistor could not be positively identified but was likely mechanical shock from physical impact. No adverse event resulted from the open resistor. The last patient to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test. The last patient to use this monitor did not report any deficiencies.